Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, no speed change occurred with touching or flexing of the speed control during lab testing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00097. The last time a manufacturer's fsr inspected this system, was (B)(6) 2013. Since then, soaring hearts has been performing the maintenance and their pm card was dated (B)(6) 2015. The fsr went back to the user facility to complete repair. He replaced the motor speed potentiometer and performed complete pm inspection post-repair. He verified the system performance and safety. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, motor speed control was intermittent on the roller pump; motor speed and display changes by +/- 0.3 liters per minute (l/min) if knob was simply touched/flexed. This issue was found during inspection of emdr #1828100-2016-00097. There was no patient involvement.